Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of inflammation, wound dehiscence, patient/device incompatibility, and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: erythema, fever, implant exposure and rupture.

Event description:
Healthcare professional reported erythema, fever, implant exposure and rupture for left side. The device has been explanted.